Manufacturer narrative:
The affected bags were requested to be return for further investigation. This MDR will be reopened and updated in the event the affected bags involved or additional information becomes available. Historical records were reviewed. It was discovered that there were discrepancies in the test records. Ncr (B)(4) had been initiated to address the discrepancies. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint (B)(4).

Event description:
On (B)(6) 2024, infutronix medical received a report from the customer reporting they had, had occurrences of the pumps leaking and or malfunctioning. No patient involved or injury/harm reported.